Event description:
The manufacturer received information alleging unable to sleep because of breathing due to device would not turn on and needs replacement device and the manufacturer also received a voluntary medwatch (mw5111314) regarding the reported allegation. There was no patient harm or injury. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the service technician visually inspected the device and found the heater plate with damage. In addition, the devices error log was downloaded, and error codes were present when reviewed. This device was scrapped due to not acceptable for use.